Manufacturer narrative:
(B)(4): information is unavailable.attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.at the time of this submission, the device has not been returned for analysis.

Event description:
It was reported that during a laparoscopic sigmoidectomy, the clip was malformed at the 3rd firing. Then, the device became to function as intended again after a nurse fired the device out of the patient several times. The same device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the el5ml device was received in good visual condition. A bag with one pear shaped clip was returned along with the instrument. Upon cycling the device, it was noted to be empty, locked out and the orange indicator was found overtraveled. The device is designed to lock out when all the clips have been fired. Due to the condition of the device, no functional testing could be performed to evaluate the incident reported. No conclusion could be reached as to what may have caused the event reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.